Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11120. It was reported that a rotawire fracture occurred. Vascular access was obtained via radial artery. The eccentric target lesion contained more a than 45 degrees bend, was located in the diffusely calcified and tortuous left circumflex artery. A 330cm rotawire¿ and a rotaburr were selected for use. Test rotation was done at 180rpm.; however, it was noted that the rotawire broke into two pieces. The procedure was completed with a rotawire extra support. There were no serious injury reported and the patient's condition was stable.